Manufacturer narrative:
Merge technical support shipped replacement hardware, a v2 4p masimo 2.x pdm (RMA #(B)(4)), to the customer on 09apr2018. The faulty unit has not been returned to merge healthcare as of 24apr2018. For this reason, conclusions (conclusion not yet available-evaluation in progress) was used. A supplemental report will be submitted once the evaluation results are completed. (B)(4) conclusion not yet available-evaluation in progress.

Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2018, a customer reported to merge healthcare that the pdm (patient data module) was hot to the touch. It was reported that there was no patient involvement. The issue was found during lab prep. A report of an overheated pdm can lead to a potentially hazardous situation for users and/or patients. However, there were no reports of staff injury as a result of this incident. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 07may2018. As stated in the initial report, a replacement v2 4p masimo 2.x pdm (patient data module) was shipped to the customer on 09apr2018. The faulty unit was sent to the manufacturer for evaluation and received by merge healthcare on 27apr2018 (RMA #14117). The results showed that the manufacturer replaced the defective main board, interface, and nibp pump; the unit was then re-certified. Upon receipt by merge healthcare, the unit was tested according to (B)(4) and passed all testing. The customer confirmed that the replacement hardware corrected the reported issue. In addition, a review of the customer's hemo case management within merge healthcare's internal database found that the site has not called in again for any other equipment overheating since their initial call on 09apr2018. No further actions are anticipated at this time due to the issue being readily apparent to the user and no risk to a patient since there was no patient involvement when the issue occurred. Revised information contained in this supplemental report includes the following: evaluation codes: methods code: 10 - actual device evaluated. Results code #1: 437 - cpu board (central processing unit). Results code #2: 427 - circuit board. Results code #3: 925 - pump. Conclusion code: 23 - manufacturing deficiency (used for defective nibp pump).